Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation with percutaneous pedicle screw due to l5 vertebral body fracture. The patient underwent fixation at l1-l2 and the iliac screw and the closed lateral connector was placed towards the inner side. Post-op, the set screw of the connector deviated. The x-ray showed that the set screw of the lateral connector placed on the left iliac screw was deviated. The patient had achieved solid fusion. The patient underwent a revision surgery, in which the implants were removed. There were no patient complications as a result of the alleged event.